Event description:
Advocate called for the customer who tested his blood glucose using his contour meter and received a reading of hi. He retested using another meter and received a reading of 97mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. New meter was sent at advocate's request. Control solution was also sent for further troubleshooting. Strip information could not be provided so meter information was provided. Strips are not expected to return for evaluation at this time.